Event description:
A report was received that a pt was experiencing increased stimulation at the lead site when he put on a hat. The pt also felt that the lead was very near the surface of the skin. The physician assessed that the lead tip was protruding under the skin and a revision surgery was performed. The lead tip was buried deeper inside. The pt is reportedly doing well.